Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath, catheter, and product lidstock for analysis. The sheath was returned with the catheter advanced through it. Signs of use were observed on the sheath. Visual analysis revealed that the middle of the sheath was prematurely torn at one score lines. The sheath extrusion contained one crease line at the distal side of the score line tear. The sheath tip was additionally damaged but still intact at the score lines; no premature tearing was observed at the tip. The sheath body was severed to observe the cross section. The sheath outer diameter measured 0.0809", which is within the specification limits of 0.075" - 0.081" per peel-away product drawing. The sheath inner diameter at the distal tip and sheath length could not be accurately measured due to the nature of the damage. The peel-away sheath was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "insert catheter through peel-away sheath to final indwelling position. Retract and/or gently flush while advancing catheter if resistance is met." The catheter was removed, reinserted back into the sheath. The catheter was able to pass through the sheath tip with little to no resistance. A device history record review was performed, and relevant findings were identified. The IFU informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." The report of peel-away sheath tearing prematurely was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath was partially torn at the score line towards the distal end. The distal tip was damaged but the score lines were intact. Despite the damage, the sheath and the catheter met all relevant functional requirements. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the peelable introducer broke off at the tip during catheter introduction." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "the peelable introducer broke off at the tip during catheter introduction." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)